Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported tubing was unable to get air in fluid air exchange (fax) position on the console during surgery. There was no report of a patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria a turbid posterior pak was returned and visually inspected. The pos (position) 3 ID (identifier) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. The sample primed and passed iop (intraocular pressure) calibration successfully. However, during fa/x (fluid air exchange) function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the lpas (low pressure air source) port of the cassette to the infusion cannula line. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. The broken ID tab caused the console not to toggle the fluid and air valve. As the result, the valve on the lpas port for the air source remains in close position after an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).